Event description:
It was reported that after approximately 800 joules of use the energy was coming out at the end of the fiber. The procedure was completed utilizing another fiber. There was no clinical consequences to the patient.